Event description:
A peritoneal dialysis (pd) patient reported that his cycler was leaking during drain 1. He found a small amount of fluid had leaked from the cassette door. The patient discontinued treatment on the cycler. He completed treatment manually. He was advised to contact his pd nurse. The set was discarded. During f/u, the patient reported that his effluent has remained clear. He has not had any signs of infection. He had contacted his pd nurse but was not prescribed any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.